Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for catheter removal and was later discharged. The patient was switched to hemodialysis (thrice a week). At the time of this report, the patient was not recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, pd therapy was placed on hold for several days and the patient was later started on hemodialysis therapy. It was reported that treatment was not started due to catheter blockage. At the time of this report, the patient was not recovering from this event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.